Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient felt low and passed out. The patient's girlfriend called 911 and when emergency medical technician's arrived, the patient's bg was 20 mg/dl so they suspended his pump. The cgm was displaying 125 mg/dl prior to passing out. Emts gave the patient unspecified treatment and after treatment on the way to the hospital. After treatment they checked his bg and it was 85 points different from the cgm. The values could not be remembered. The patient was in the hospital for 3 days. The patient was treated with glucose gel. At the time of the report, the patient was doing fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.